Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not determinable as issue no longer reproducible. As a resolution, vyaire ts will be shipping new vent under warranty.

Manufacturer narrative:
H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet.the said vent was tested by a respiratory therapist (rt) and did alarm within 2 seconds with a disconnect message. After the patient was extubated, the vent restarted (not on a patient at this time) it went to bluescreen stating ""a problem has been detected and windows has been shutdown to prevent damage to your computer"". Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that the bellavista1000 us did not alarm when a staff nurse entered the room and found the patient disconnected from the vent. Furthermore, there was no patient harm. The patient remained on that ventilator.